Event description:
Report received indicated that death occurred about four months ago to date. There is no procedural or vessel information when the filter was deployed. The patient underwent trapease deployment to the inferior vena cava (ivc). The physician commented that the thrombus in pulmonary artery (pa) couldn't be completely resolved and quite amount of thrombus remained in the artery. Patient had a recurrence of pulmonary emboli (pe) eleven days after filter implantation. It was confirmed by the physician that thrombus still existed at the popliteal vein, which already existed at the point of filter implantation. This would indicate that the reason for the recurrence of pe was not malfunction of trapease. The patient died thirteen days after index procedure.